Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results - one sample was received which was broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089837. Conclusion - possible root cause is j crack forming during the manufacturing process.

Event description:
It was reported that when the tube of a 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ shattered when placed into the vacutainer. No injury or medical intervention was reported.